Event description:
A customer reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use a wall adapter known to work and leave it plugged in for at least 30 consecutive minutes, and a follow-up was planned by cts. Upon follow up pump did begin charging after 30 min of charge time.